Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a drop in both shock and pacing impedance measurements. The shock impedances had decreased to 35 ohms and the pacing impedances had decreased to 293 ohms respectively. An x-ray taken noted the rv lead was in a high septal position which may be causing the reported observations. No changes have been made and the rv lead remains in service. No adverse patient effects were reported.